Manufacturer narrative:
The UDI number, initial reporter and the following sections were updated: type of investigation; investigation findings; investigation conclusion. 1 of 15.

Event description:
Customer alleged that they have received 15 safety knives (sideport 20g) with retracted sheilds. 1 of 15.